Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture and intermittent sensing. The patient experienced ventricular tachycardia. The lead was explanted and replaced.